Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed all of their pump supplies, including switching from infusion set t:90 to contact detach infusion sets and the occlusions alarms continued to occur. Tandem technical support performed a 120 unit system check and verified that the pump did not have an air leak. The customer reported that the pump and insulin pens would be used for insulin therapy.